Manufacturer narrative:
H4: awaiting return of device. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle hub broke while filled with vaccine. This has caused the vaccine to leak out prior to or during administration leading to inadequate vaccination of patients and an employee who had an exposure of the vaccine to her eye. Device is available for evaluation. There was patient involvement and unknown patient harm/adverse event reported.